Manufacturer narrative:
The device is available for evaluation; however, it has not yet been received. E1 initial reporter phone number: (B)(6).

Event description:
The event occurred on an unspecified date and it involved plum 360¿ infuser compatible with ICU medical mednet software. It was reported that during infusion, the pump shut off by itself. There was unknown report of patient involvement or patient harm.

Manufacturer narrative:
D9 - date returned to mfg: 12/15/2025. Reported problem with "pump shuts off by itself" was verified as device failed to power on. Probable cause is the cpu. Found rear case, fluid shield and front case broken.